Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Urogynecological according to the reporter: the patient alleged injury. The indication for implantation of transvaginal mesh in this patient was uterovaginal prolapse and stress urinary incontinence. Procedure: underwent transvaginal hysterectomy, anterior and posterior repair, bilateral sacral spinous fixation with graft (ivs), sling urethropexy (pelvicol) and cystoscopy under general endotracheal anesthesia. Complications post implantations: pain and discomfort. Additional implant (gynemesh) surgery: (B)(6) 2004 ¿ underwent anterior repair (gynemesh) and cystoscopy under general face mask anesthesia. Complications post additional implant surgery:vaginal prolapse and cystocele along with dysuria, frequency and recurrent urinary tract infections.